Manufacturer narrative:
Product analysis: analysis of the programmer confirmed the customer comment that the programmer required structural repair. It was determined during analysis that the overlay/bezel was out-of-specification. Analysis also noted that the power cord bay was broken, the hinge plate screws were missing, and the left keyboard hinge was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was returned for servicing subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.